Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a phacoemulsification handpiece presented no phacoemulsification power during a surgery. The surgery was completed successfully after replacing the handpiece with another one. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information available, the customer reported event cannot be confirmed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. These events are related and were reported simultaneously. The investigations are being pursued with the available information. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the procedure was a cataract surgery.